Event description:
The consumer reported the handgrips allegedly came off the back canes and caused the consumer's family member to loose control of the chair. This allegedly caused injury to both the consumer and family member requiring stitches.